Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), back pain ("back pain"), insomnia ("not sleep all day"), fatigue ("fatigue"), asthma ("she have asthma"), chronic obstructive pulmonary disease ("she diagnosed with copd") and arthralgia ("both hip constant pain") and was found to have weight increased ("gained 70 pounds "). The patient was treated with naproxen sodium (aleve liquid gels) and surgery (lap.hysterectomy). Essure was removed. At the time of the report, the pelvic pain, migraine, back pain, insomnia, fatigue, weight increased, asthma and chronic obstructive pulmonary disease outcome was unknown and the arthralgia had not resolved. The reporter considered arthralgia, asthma, back pain, chronic obstructive pulmonary disease, fatigue, insomnia, migraine, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new event both hip constant pain was added. On 23-mar-2020: social media received. Case becomes an incident. Removal (medical device removal surgery) was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), back pain ("back pain"), insomnia ("not sleep all day"), fatigue ("fatigue"), asthma ("she have asthma"), chronic obstructive pulmonary disease ("she diagnosed with copd"), arthralgia ("both hip constant pain") and blepharospasm ("eyelid twitching") and was found to have weight increased ("gained 70 pounds "). The patient was treated with naproxen sodium (aleve liquid gels) and surgery (lap.hysterectomy). Essure was removed. At the time of the report, the pelvic pain, migraine, back pain, insomnia, fatigue, weight increased, asthma, chronic obstructive pulmonary disease and blepharospasm outcome was unknown and the arthralgia had not resolved. The reporter considered arthralgia, asthma, back pain, blepharospasm, chronic obstructive pulmonary disease, fatigue, insomnia, migraine, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received : eyelid twitching new event added . New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.